Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display, weak battery. The customer's blood glucose was 300 mg/dl at the time of the call. The customer stated that the insulin pump alarmed weak battery. The customer states the batteries are not lasting as long as they used to. The customer sates the display returned, but declined further troubleshooting. The customer does not want to remove the battery at this time. He did state the battery indicator was fluctuating from nothing to 3/4. The insulin pump will not be returned for analysis.